Event description:
I had the essure procedure done in (B)(6) 2011. Then three months later, I had the hsg test which confirmed that the coils were permanent and in the right location to block my fallopian tubes from conception. Then in 2012 I became pregnant with my fifth child. Now I am pregnant with my sixth child. I have bad abdominal pain and lower back pain since having the procedure.